Manufacturer narrative:
The insulin pump received with an intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with missing end cap sticker, minor scratches on lcd window and cracked battery tube threads.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed button error. The blood glucose reading was 465 mg/dl. The customer stated that he would treat with manual injections. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.